Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Reference MFR. Report#1627487-2019-06541. It was reported that one patient was experiencing ineffective therapy after a fall. X-ray imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the migrated lead was explanted and replaced thus resolving the issue.

Event description:
Related MFR. Report #:1627487-2019-06541.